Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant low results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii), elecsys t3 (t3), elecsys tsh assay (tsh) and elecsys ferritin (ferritin) on 3 cobas 8000 e 602 modules. This medwatch will cover e602 module serial number (B)(4) (module a). Refer to medwatch with patient identifier (B)(6) for information on e602 module serial number (B)(4) (module b) and medwatch with patient identifier (B)(6) for information on e602 module serial number (B)(4) (module c). The initial tsh result from module a was 0.035 uiu/ml. The repeat result on a different e602 module was 1.20 uiu/ml. The initial ferritin result from module a was 2.15 ng/ml. The repeat result on a different e602 module was 57.28 ng/ml. The initial ft4 ii result from module b was 0.228 ng/dl. The repeat result on a different e602 module was 1.32 ng/dl. The initial t3 result from module c was 60.56 ng/dl. The repeat result on a different e602 module was 157.6 ng/dl. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 288197 with an expiration date of 31-dec-2018. The t3 reagent lot number was 292167 with an expiration date of 31-mar-2019. The ferritin reagent lot number was 296701 with an expiration date of 30-apr-2019. The tsh reagent lot number was 294897 with an expiration date of 31-aug-2018. Pinch tubing was last replaced on (B)(6) 2018. Liquid flow cleaning was last performed on (B)(6) 2018. Calibration and qc were acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. Based on data provided, the fill volume of the sample tube appears low. No issues were identified during a review of the alarm trace.

Manufacturer narrative:
Neither a general instrument or reagent problem were identified. Based on the data provided, the investigation was unable to find a definitive root cause.